Manufacturer narrative:
The anomalous r-wave sensing amplitude reported by the field was confirmed, but could not be reproduced on the bench. Additionally, the device did not have any stored egm's or freeze captures, so the reported ventricular noise could not be confirmed. Functional test results indicated normal device behavior. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were all tested and revealed to be normal.

Event description:
During a device upgrade procedure, r wave amplitude variation and episodes of noise were observed on the device. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.